Event description:
It was reported the catheter balloon could not be withdrawn through an 8fr introducer sheath. The catheter and introducer were removed together as a single unit. No further complications were reported.